Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the cracked and damaged front case. A review of the device history record for sn (B)(4) was performed from 12/19/2014 to 8/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the front case of the device was cracked. There was no reported patient interaction.